Manufacturer narrative:
(B)(4). Batch # r59p4e. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh25a arrived in the for analysis with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon arrival for secondary analysis the device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by "did not perform the anastomosis correctly"? Was it not possible to fire the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified?

Event description:
It was reported that during an unknown procedure, the stapler did not perform the anastomosis correctly. Anastomosis completed with a suture material. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify what was meant by "did not perform the anastomosis. Correctly"? Staples didn`t merge tissues. Was it not possible to fire the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Staples remained in stapler. Were the donuts inspected? If so, please describe. No details. Was a complete washer transection confirmed? No answer. Were there any staple formation issues identified? Staples remained in stapler.